Manufacturer narrative:
Device passed displacement test and self test. No unexpected white flashing screen noted during button pressing. Device functioning properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display. Customer's blood glucose level was unknown. Customer stated they press center button it was flash white really bright and not consistently. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer advised the pump will need to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.